Event description:
Customer reported experiencing multiple occlusion alarms. These incidents resulted in the customer's blood glucose level rising to 520 mg/dl on (B)(6) 2026 and (B)(6) 2026. Elevated blood glucose was addressed with a correction bolus via the pump and manual insulin injections. To resolve the occlusions the customer changed the infusion set and cartridge several times, eventually resuming insulin therapy,